Manufacturer narrative:
Result: damaged footboard modules and missing tabs.

Event description:
It was reported by service report that the footboard modules were damaged, and tabs were missing, but there were no sharp edges. It is unknown if there was patient involvement or adverse consequences to report.